Event description:
Complainant alleged that during a routine shift check by a clinician, the device had an unspecified pacer problem. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was verified and the main knob was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.